Manufacturer narrative:
D4: corrected the catalog number and serial number.

Manufacturer narrative:
Additional information has been provided in h6. This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via surgical cutdown of the right axillary artery in a 72-year-old female who presented with cardiomyopathy, heart failure, and cardiogenic shock classified as society for cardiovascular angiography and interventions stage e. The patient was receiving inotropic support, vasopressors, and mechanical ventilation for respiratory support at the time of implantation. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents of sodium bicarbonate. During support, the system generated purge pressure high alarms and priming-related issues associated with the purge cassette. Hemodynamic instability was noted in the setting of advanced cardiogenic shock; however, no specific signs, symptoms, or direct patient harm were reported in association with the purge-related alerts. Troubleshooting was performed per standard protocol. Due to persistent purge pressure high alarms and inability to resolve the priming issue, the device was revised and replaced. Purge pressure alarms and priming-related issues are known potential occurrences in mechanical circulatory support systems and may be associated with purge cassette function, driveline factors, purge fluid dynamics, or system setup variables. These conditions are described in the instructions for use and are managed through established troubleshooting pathways, including cassette evaluation and device exchange when indicated. Based on the information provided, there were no reported clinical sequelae directly attributed to the purge-related condition. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 health effect - clinical code e2403 and health effect - impact code f2601 was erroneously entered on manufacturer device report 1220648-2026-04161-1.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemodynamic instability was not determined due to insufficient clinical details. The cause of the purge pressure high was no problem since no defect was found in the logs and the purge flow and pressure were within specification. The cause of the priming problem was no problem since no defect was found in the logs and the purge flow and pressure were within specification.